Manufacturer narrative:
The hemosphere monitor was returned for evaluation. The reported issue was not confirmed. A functional test was performed and the unit passed all tests. During the evaluation, no error messages were observed. There was no physical damage that a part had to be replaced. The device history record was reviewed; no related non-conformances were found. There was no previous related record of servicing. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Cardiac output readings should correlate with the patients clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during a procedure using this hemosphere monitor, the cardiac output (co) value indicated around twenty times more during use of a v-a ECMO. It lasted for more than ten minutes, then returned to normal, but then the issue occurred again. The issue did not improve when replacing the monitor. There were no error messages observed and any information regarding the waveform was unknown. The patient demographics were requested and received. The hemsgm10 and 70cc2 involved in this event were returned for evaluation as well. There was no patient injury reported.